Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested med records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient experienced a stroke on an unk date in (B)(6) 2014. The patient's date of birth and dry weight are currently unk. The patient was not dialyzing at the time of the event. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2014, the patient has been discharged from the hosp and continues to use continuous cycler assisted peritoneal dialysis (ccpd) therapy, and it I unk if the patient continues to experience signs and symptoms of a stroke. Med records were requested.